Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, water leak was noted at the transparent silicone hose during product inspection prior to surgery. A hole was found in the middle portion of the extension tube. The catheter was not repaired, no cleaner was used, tego was not utilized and there was no luer connector problem. A new device was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the kit was partially received. The catheter appeared intact. Pmv performed functional testing which included submerging the catheter into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. The reported condition was not confirmed. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.